Manufacturer narrative:
Manufacturers evaluation is ongoing. Three sealed contact lenses were returned to the manufacturer in unused condition. It is alleged that the patient used a contact lenses from the same lot number when the incident occurred. The returned sample will undergo analysis as well as manufacturing records of the lot in question to be reviewed. Once further information is available, coopervision will alert the FDA via a follow-up report.

Event description:
The patient was seen by his contact lens specialist in (B)(6) 2017 with no known findings. Shortly after in (B)(6) 2017, date unknown, the patients left (os) eye became red and swollen and the patient sought medical treatment. The patient indicated he was treated for the infection at (B)(6) and (B)(6) medical center (B)(6). He states that he was diagnosed with a fungal infection of the eye with frequent follow-up (ten appointments, initially daily) and intensive treatment with three different eye drops during a two-month period. The patient states he was discharged from hospital care (B)(6) 2018. The patient was seen for aftercare appointments at (B)(6) on (B)(6) 2018 and (B)(6) 2018. The patient is recovering, however, not all signs and symptoms have resolved. The patient continues to experience itchy and burning sensation of the eye lasting up to one minute. Based on unavailability of hospital records, continued signs and symptoms and suspected poor compliance the practitioner has declined to provide the patient with contact lenses. The patient was advised to discontinue lens wear for at least six-months and then attend an aftercare appointment provided the patient obtains an ophthalmologist approval for contact lens fitting. Good faith efforts have been made to obtain additional information (hospital records) without success, additional information is unknown.

Manufacturer narrative:
Device evaluation complete and additional information received.